Manufacturer narrative:
(B)(4). Date sent: 5/20/2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that one 6-up sales carton was returned with triggered temperature stickers that were pink, indicated that the package was subjected to a temperature in excess of 50°. Within the sale carton was a total of 6 unopened 1-up cartons; 2 of them also with pink triggered temperature stickers and 4 that were white and not triggered. All six devices were opened and visually inspected for damage to the buttress attachment material (bam) pattern and all were found to appear conforming. This would indicate that while some of the packages may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. One device with a triggered sticker was successfully loaded onto an endocutter and the clamp arm assembly tested for functionality and found to be conforming. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the customer received their order on monday february 28th that the quality check circle on two of the boxes received indicated that the product had been compromised. Customer also stated that they are unhappy with the amount of packaging that there is too much of it and that it is difficult to open. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 4/12/22.